Manufacturer narrative:
Annex a: a0509. Annex g: g04070. Annex c: c07. Annex d: d02. Annex a: a0401. Annex g: g07001. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of stuck door was confirmed. On 29-august-2024, lvp was received unboxed and with paperwork. Lvp when tested passes asm functional testing. Internal inspection confirmed that there was a stuck door. Recommend bd san diego repair center to realigned door. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck door. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: field technician stated issue of stuck door was confirmed. On 29-august-2024, lvp was received unboxed and with paperwork. Lvp when tested passes asm functional testing. Internal inspection confirmed that there was a stuck door. Recommend bd san diego repair center to realigned door. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device had stuck door. There was no patient involvement.